Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient (with unknown patient-specific information other than sex) with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and an access site artery perforation occurred and led to the patient's demise. The patient was brought to the catheterization lab post code due to severe mitral disease. The impella was implanted bleeding at the sheath was noted. An angiogram was recommended to check for arterial damage and if no arterial damage move to change the sheet. The team stated the groin seemed stable after exchange to an impella long sheath (it is unknown if an angiogram was completed). The physician proceeded with the percutaneous coronary intervention via percutaneous coronary angioplasty of right coronary artery. At end of pci case, the patient had an uncontrolled hematoma. Recommendations made for an angiogram to check for arterial damage and the angiogram revealed perforation of femoral artery. Vascular surgery was called; however, the patient would code and expire in the catheterization lab.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. Data logs are not relevant to the complication and the product was not returned for investigation. Clinical details mentioned that the patient's femoral artery was calcified. However, the vessel was large enough for the sheaths. No other details were provided that would suggest that excessive force was use or any other patient conditions were the cause. Based on limited clinical details provided, the root cause of the vascular damage could not be determined. B.2 revised selections as several were reported incorrectly on the initial manufacturer device report number 1220648-2024-25207. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-25207 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised manufacturing site name and address section as it was reported incorrectly on the initial manufacturer device report number 1220648-2024-25207. G.7 should have been left blank on the initial manufacturer device report number 1220648-2024-25207. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2024-25207 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.